Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing rectum resection in a laparoscopic low anterior resection, the device stopped in the middle at the first firing. The device displayed an excessive force indicator. The surgeon tried to use another reload but same issue occurred. A manual suturing was done to complete case.